Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2001 and mesh was implanted. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Reason for surgery: sui. It was reported that following insertion the patient experienced extrusion, infection, urinary problems, recurrence, dyspareunia. It was reported that the patient underwent procedures (anterior and posterior colporrhaphy with sacrospinous colpopexy)on (B)(6) 1999 due to pelvic relaxation, moderate, symptomatic. Noted on that date per operative report: 3rd degree cystocele, 2nd to 3rd degree rectocele, 1st to 2nd degree vaginal vault prolapse.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2001, and a mesh was implanted. It was reported that the patient underwent a cystoscopy and transurethral injection of contigen on (B)(6) 2008, due to persistent sui post mesh implant and intrinsic sphincter deficiency. No additional information was provided.